Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: during total laparoscopic hysterectomy operation, during total laparoscopic with endo stitch-instrument, needle of v-loc 2-0 dlu's break down middle of the needle. Another part stays in the jaws of endo stitch - instrument, but another part need laparoscopic visualization to find it out of vaginal cavity. Needle broke down after second bite of tissue. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No extension of incision by more than 1 inch, there was no unanticipated tissue loss or irreversible damage to vascular tissue. No person injured or jeopardized.